Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced sharp chest pains with movement. An x-ray showed the right ventricular (rv) lead was not moving with the heart, which lead the physician to suspect the rv lead might have perforated the heart wall. The rv lead was explanted and the patient received intravenous antibiotics to solve the issue. An new rv lead was implanted during the procedure. No additional adverse patient effects were reported.